Event description:
Reporter alleged blood glucose device base was melted inside. No patient or staff was reported injured or affected by the alleged incident. No treatment was received or actions taken as a result. A request was made for the return of the suspect device and replacement product was sent.